Event description:
The cortrak digestive health tube (dht) was placed to post-pyloric position on (B)(6) 2026. On (B)(6) 2026, the team pulled tube back to gastric position. They then noticed a hole in a spot in the tube that had been pulled back and tube feeding leaking from it. They removed the tube and identified 3 total holes. A 3ml, 6ml or 12 ml syringe was used to flush the tube 6ml most of the time. A new device was placed.

Manufacturer narrative:
A used representative product was returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 13-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.